Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room with pulsating sensation in the left upper abdomen. Patient denied having chest pain but reported experiencing some shortness of breath. Full cardiac workup with enzymes, electrocardiogram and chest x-ray was done, and was negative. Upon device interrogation, the left ventricular lead exhibited loss of capture; patient was experiencing diaphragmatic stimulation. The lead was reprogrammed to a different vector resolving the issue. The patient was discharged home in good condition.